Event description:
- -

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this ICD revealed a low voltage battery fault (i.e., fault code 1003) and a message noting that the voltage was too low for projected remaining capacity. A data disk containing a copy of this device¿s memory was subsequently forwarded to boston scientific for engineering review. The ts consultant advised replacement of the device and recommended preparing a save all to disk/memory dump to forward to boston scientific for further analysis to enable engineers to provide an assessment of the current drain on the device¿s battery for determining an appropriate time window for device replacement. A data disk containing a copy of this device¿s memory was subsequently forwarded to boston scientific for engineering review. Engineering confirmed that the low voltage fault code was valid and estimated that the remaining battery (based on the actual voltage level and capacity consumed) should be sufficient to provide both bradycardia and tachycardia therapies and recommended device replacement in the near future. No adverse patient effects were reported. Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
When this device has been replaced and returned, analysis will be performed and this event will be updated.

Event description:
--